Manufacturer narrative:
Once the investigation has been completed any add¿l info will be reported in a supplemental report.

Event description:
The nurse reported to our sale rep that it was observed that the thread could not be screwed into the plate. A replacement was available. There was no delay. The surgery was successfully completed.